Event description:
It was reported that the the device exhibited a "force sensor failure." Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.